Event description:
The device was used during a lar procedure. Reportedly, the instrument was difficult to open and the approximating lever broke. The surgeon was able to complete the procedure without any pt injury.